Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not displaying insulin and cartridge alarms. In addition, a portion of the touchscreen did not turn on. There was no reported impact to customer's blood glucose. Customer declined to provide further information.